Manufacturer narrative:
Citation: une, d. Md. Twenty-year durability of the aortic hancock ii bioprosthesis in young patients: is it durable enough? European journal of cardio-thoracic surgery 46 (2014) 825¿830 doi doi:10.1093/ejcts/ezu014. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding twenty-year durability of the hancock bioprosthetic surgical valve in patients less than 60 years of age. All data were collected from multiple centers between 1982 and 2008. The study population included 304 patients, all of which were implanted with a hancock ii. The study population was predominantly male; mean age 49.2 ± 9.0 years. Serial numbers were not provided. Among all patients adverse events included: patient prosthesis mismatch, endocarditis, non structural dysfunction, paravalvular leak (pvl), pannus formation, reoperation due to structural valve dysfunction, cerebral vascular accident (cva), transient ischemic attack (tia), and major bleeding. No additional adverse patient effects or product performance issues were reported.